Event description:
It was reported that during a surgical procedure at the user facility, the device was sparking, and emitted a small amount of smoke. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device eval, the reported event of sparking could not be duplicated. Upon follow-up the user facility stated that a splash of water may have caused the sparking.